Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-jun-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown ; procedure: left upper lobectomy; cathplace: unknown. It was reported the patient's pump finished, "in the middle of the night last night." The pump finished too soon. There was no reported patient injury. Additional information received 21-may-2019 stated the pump had been connected to the patient for 3 or 4 days and the surgeon wanted to continue the therapy.